Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused dizziness and shortness of breath. The patient did report to receive medical intervention and was taken to the hospital by ambulance but the cause was unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused dizziness and shortness of breath. The patient did report to receive medical intervention and was taken to the hospital by ambulance but the cause was unknown. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of contamination. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes there was no evidence of contamination. The manufacturer confirmed there was no evidence of sound abatement foam degradation or breakdown. Section d9, g3 and h6 has been updated in this report.